Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted a tear in the insulation 150 mm from the terminal pin. A bend in the lead was also noted in the same location. Body fluid was noted in the helix housing and tissue was entwined in the helix mechanism. Additionally, the lead body was slightly twisted. Analysis could not confirm the clinical observation. However, due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
Boston scientific crm received information that this implantable defibrillation lead exhibited decreased r-wave measurements. The patient was brought into clinic and loss of capture was also observed at high outputs. The sensitivity was increased and farfield oversensing was noted. The pocket was reopened and it was determined that the lead had dislodged due to twiddler's syndrome. The lead was explanted and successfully replaced. No adverse patient effects were reported.